Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient was not feeling well and presented in the emergency room. It was noted that the patient had induced ventricular tachycardia thought to be due to the device algorithm. The device was reprogrammed to resolve the event. The patient is in stable condition but was symptomatic during the event. Additional information was requested but was not provided.